Manufacturer narrative:
(B)(4). It was reported the patient visited the emergency room and was diagnosed with hernia, the next day, reported as (B)(6) 2016 the hernia was surgically repaired. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. Eleven days prior to the receipt of this report, the patient was hospitalized and underwent a hernia repair surgical procedure. Dianeal therapy was ongoing. The patient was recovered from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation; therefore, a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.